Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1800546 was manufactured on 11/19/2018 a total of (B)(4) pieces. Lot was released on 12/01/2018. DHR investigation did not show issues related to complaint. The reported complaint of "applier not functional - jamming" was not confirmed since no clips were remaining in the returned device. However, a confirmed defect was found with the returned sample. The sample was returned with its rotation tab bent and the proximal end of the bridge broken. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The indicator clip was in the first position in the channel which indicates that no more clips were remaining in the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the proximal end of the bridge was broken. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier not functional - jamming" was not confirmed since no clips were remaining in the returned device. However, a confirmed defect was found with the returned sample. The sample was returned with its rotation tab bent and the proximal end of the bridge broken. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the applier was not functional. It was jamming. A second device was used as replacement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was not functional. It was jamming. A second device was used as replacement.